Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;3861954,I,D,0,Edwards SAPIEN XT,9300TFX29,2993;3975844,I,D,0,Edwards SAPIEN XT,9300TFX29,3190;3975844,I,D,0,Edwards SAPIEN XT,9300TFX29,3190;3919232,I,D,7,Edwards SAPIEN XT,9300TFX23,3190;3980677,I,D,45,Edwards SAPIEN XT,9300TFX26,3190;3980677,I,D,72,Edwards SAPIEN XT,9300TFX26,3190;3981431,I,D,1,Edwards SAPIEN XT,9300TFX26,3190

Manufacturer narrative:
EXEMPTION NUMBER E2016006, NUMBER OF DEATH EVENTS 7. ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY.

Event description:
THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORT (ASR) ADVERSE EVENT SUBMISSION FOR NOVEMBER 2016 DATA EXTRACT FOR DEATH FOR THE SAPIEN XT VALVE.